Manufacturer narrative:
The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5077941.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a transobturator tape placement procedure performed on (B)(6) 2015. According to the complainant, post procedure, about a year later, the patient began to experience digestion problems. In 2017, she was starting to experience hematuria, urinary frequency and worsening of the abdominal pain when urinating. The patient has also been reportedly experiencing bladder infections and the symptoms have not currently subsided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.